Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.

Event description:
The micro drill was sent for service and it ran on its own without activation during performance testing. No adverse event was associated with the device.